Manufacturer narrative:
On (B)(6) 2022, mentor became aware of the following and corresponding fields have been updated on this form: affected side was right as patient experienced right side capsular contracture; baker grade iii field d4 for lot,a nd serial numbers have been updated to (B)(6) , and (B)(6) respectively. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On march 15, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel, breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively diagnosed after physical exam. As a result, the patient will undergo explantation and replacement with mentor gel device on (B)(6) 2022.

Manufacturer narrative:
On february 16, 2022, mentor became aware that fields d7, d8, d9 were mistakenly left blank under the initial submission. The fields have been correctly populated on this form. Manufacturer¿s reference number: (B)(4).